Event description:
Overwire dilators were used to femorally cannulate for cardiopulmonary bypass. Tip of dilator was fractured, causing injury to vessel at insertion site. Prolene suture was used during routine closure to close the vessel at the end of the procedure. 24 fr dilator in dilator kit was cracked resulting in damage to femoral vein requiring femoral venous repair during surgery. Notes from the procedure: once off bypass, we assessed the heart. The right and left ventricle were functioning well. The tricuspid and aortic valves were unchanged. The newly repaired mitral valve was functioning well with no residual regurgitation, no systolic anterior motion (sam) and no significant transvalvular gradient. We reversed the heparin with protamine, decannulated in a routine fashion. At the venous cannulation site, there was a small tear in the vein that was controlled with a 5-0 prolene suture. All suture lines were then checked and found to be hemostatic.". "The patient tolerated the procedure well and was taken to intensive care unit in stable condition."